Event description:
It was reported the recline actuator on the tdxsp-mcg powered wheelchair is no longer working.

Event description:
Dealer stated that the pistons on an irc1710 aerosol compressor are broken.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-06735 indicating a complaint for a powered wheelchair when in fact the complaint was for an irc1710 aerosol compressor.